Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) went into backup mode after MRI. The device was able to reset to normal setting by programming intervention. The patient was stable.